Event description:
Tube separated from drainage plate [device failure not otherwise specified]. An eye surgeon reported a device failure associated with a baerveldt glaucoma implant (model no bg103-250) that had been surgically implanted into a pt. The pt suffers from congenital glaucoma and has a history of undergoing multiple surgeries in left eye where the implant was placed. The implant was initially done in 2000. Approximately two months later as part of the pt's regular f/u assessment, the doctor noted that the position of the tube that is the shunting mechanism in the device had changed. It appeared that the tube was moving in the anterior chamber of the eye. At a subsequent f/u visit, the doctor noted that the tube had moved farther. 5 months following surgery, the pt notified the surgeon's office that during an exam with the ophthalmologist, the tube was floating freely in the anterior chamber and needed to be removed. The eye surgeon examined the eye in the office 2 days later and subsequently performed surgery to remove the tube. The drainage plate portion of the implant remains in the pt's eye but is no longer functional without the shunt attached. The reporter noted that there were no other adverse effects related to the failure of the device.